Event description:
It was reported that missing sensor wire occurred. The sensor was inserted on (B)(6)2023. A photograph was provided for investigation. The allegation was not confirmed due to sensor wire is still attached to wearable via photographic inspection. The probable cause could not be determined. No additional event or patient information is available. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).